Event description:
Note: the event date is unknown. It was reported to boston scientific corporation that after the placement of a wallflex duodenal endoprosthesis (patient age and gender unknown), the stent migrated. Multiple attempts to gather further information have been made to no avail. The patient's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review can not be conducted as the lot number is unknown. Rolling 15-month complaint trend reports for all complaint failure modes were reviewed; no adverse trends were noted and no data points exceeded the trigger action limit.